Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing pain at the device site. Surgical intervention was required. The device was moved to a sub-muscular position. No further patient complications have been reported as a result of this event.